Event description:
It was reported that when the patient was admitted to the hospital for non-cardiac reasons, ventricular oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were made. Patient was fine.